Event description:
Pt reports cadd ms 3 pump sn (B)(4) ((B)(6) 2018) was not allowing them to start pump when they went to switch pump and do cartridge change last night, pump would allow to load and fill tubing and then instead of taking them to start pump, there would be in menu to set up pump (pt is unsure of error message on display). Pt states he had same problem on pump sn (B)(4) ((B)(6) 2018). Pt's daughter was able to get pump sn (B)(4) working. Pt states at 5 am pump sn (B)(4) alarmed with error "cartridge volume low". Pt was able to successfully change cartridge and restart pump with no lapse in therapy. Pt did not run out of medication. Pt is aware that MFR may need to reach them for add'l info. Pt will be receiving 2 replacement pumps from pharmacy and will be sending 2 defective pumps back to pharmacy. Pt is currently using pump sn (B)(4) with no problems and has not had any changes in symptoms. No other info is known. The error did not occur while pumps in use, no injury to the pt results from the pump malfunction. Both devices will be returned to pharmacy and pt will be sent replacements. Dose or amount: 83.3 ng/kg/min, frequency: 0.040 ml/hr, route: sq. Dates of use: unk to ongoing. Diagnosis or reason for use: pah.